Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date in the same month of onset, the patient began treatment for the peritonitis with injection, vancomycin (1 gram, once every fifth day, route not reported). At the time of report, the patient remained hospitalized, and was not recovered. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unspecified date in the same month as the onset, the patient recovered from the peritonitis. Four days after the onset, the patient was discharged from the hospital. At the time of this report, vancomycin treatment was completed, the patient was doing well, and fluid was also clear. Should additional relevant information become available, a supplemental report will be submitted.